Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported not one system ever worked, or if they did, it only worked for a week or so before it ¿either moved or something else happened.¿ the patient stated they would move and ¿it would shock her so bad.¿ no further complications were reported.